Manufacturer narrative:
(B)(4).

Event description:
At the scheduled refill visit, the actual residual volume was greater than the expected residual volume; the pump still had 18 cc of drug. The pump was filled monthly. At the last refill, the volumes matched. It was noted that the pt had an MRI prior to getting the pump filled the last time. Since then, the pt had had underdose symptoms. The device system was used to deliver compounded baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.